Event description:
Same case as manufacturer's report #: 2134265-2010-02553. It was reported that during treatment for an in-stent restenosis treatment, removal difficulties occurred. The 95% in-stent restenosis was located in the non-calcified and mildly tortuous subclavian artery. The physician pre-dilated the lesion with a 4.0 x 40mm apex balloon catheter at 8 atms which reduced the stenosis to 75%. Next, the 7mm x 2mm cutting balloon was advanced and inflated three times to 8 atms. As the physician attempted to withdrawal the cutting balloon through the 8f sheath, it was noted that the balloon was winged, and could not be removed. The physician advanced an .035 guidewire though the sheath and up to the left subclavian. Next, the physician put the sheath in the cutting balloon and removed both devices over the .035 guidewire. The physician completed the procedure by deploying two express stents, a 7mm x 57mm and a 7mm x 27mm. No patient complications were reported and the patient's status was noted as "fine".

Event description:
Same case as manufacturer report #: 2134265-2010-02553. It was reported that during treatment for an in-stent restenosis treatment, removal difficulties occurred. The 95% in-stent restenosis was located in the non-calcified and mildly tortuous subclavian artery. The physician pre-dilated the lesion with a 4.0 x 40mm apex balloon catheter at 8 atms which reduced the stenosis to 75%. Next, the 7mm x 2mm cutting balloon was advanced and inflated three times to 8 atms. As the physician attempted to withdrawal the cutting balloon through the 8f sheath, it was noted that the balloon was winged, and could not be removed. The physician advanced an .035 guidewire though the sheath and up to the left subclavian. Next, the physician put the sheath in the cutting balloon and removed both devices over the .035 guidewire. The physician completed the procedure by deploying two express stents, a 7mm x 57mm and a 7mm x 27mm. No patient complications were reported and the patient's status was noted as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned inside a sheath. A visual examination of the device revealed that the balloon had been inflated, however, no evidence of damage to the balloon or the blades was noted. A 37mm length of the shaft was kinked and stretched 307mm from the distal end of the strain relief. The device could not be inflated due to the shaft damage. The balloon was advanced through the sheath with little effort. No other damage was found on the balloon catheter. The returned sheath was examined and no damage was noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B) (4) (B) (6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).